Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that following a temporary pump discontinuation for a medical procedure, the user restarted therapy and observed the ilet displaying ¿connect cgm or enter bg¿ while the dexcom cgm was in sensor warmup; the customer was advised that connection would occur after warmup and that manual bg entry would not be required thereafter. Symptoms included hyperglycemia with a reported glucose of 301 mg/dl. Outcomes included transient elevated glucose outside target without medical intervention, hospitalization, or use of backup therapy. Investigation included customer education and troubleshooting regarding cgm warmup behavior and ilet-dexcom integration. Investigation of this case revealed normal device behavior during cgm sensor warmup with no device malfunction identified. It was concluded that the event was not related to the ilet device and was consistent with expected operation during cgm warmup.